Event description:
A 2.5 mm diameter x 24 mm length micr driver rx coronary stent delivery system was inserted into a pt for the treatment of a left circumflex lesion. The vessel morphology was reported as moderate tortuousity with severe calcification and 75% stenosis. The lesion was pre-dilated. It was reported that another MFR's drug-eluting stent was implanted. It was reported that the physician then attempted the micro-driver; however, he felt resistance while passing through the other MFR's deployed stent. The stent was unable to cross the lesion and then came off the delivery balloon at the lesion due to the high resistance. The physician snared the stent successfully. Another driver stent was deployed near the lesion site. The lesion site was left untreated. No add'l clinical sequelae were reported and the pt is stable. Eval summary: medtronic has received the device and its analysis has been completed. The severely stretched and damaged stent was returned attached to a snare. The 1st three distal segments were not stretched, but they were slightly pinched but intact. The delivery system was not returned. The stent was inspected for strut fractures and breaks, no issues were noted. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval results: (moderate tortuosity with severe calcification and 75% stenosis), (advancement through a previously deployed stent is a warning in the IFU), (stent dislodgement). Conclusions: secondary intervention.